Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced swelling in the left arm and hand one day post implant. A thrombosis in close association with the pacer electrode was confirmed through diagnostic imaging, although the specific lead was not identified. The patient was placed on a coumadin regimen for six months. The system remains in service.